Event description:
It was reported that this right ventricular (rv) defibrillator lead and non-boston scientific cardiac resynchronization therapy defibrillator (crt-d) exhibited chronically high out of range, shock impedance measurements greater than 200 ohms, in the shock ventricular channel to can configuration. Technical services (ts) discussed troubleshooting and programming options. It was noted that due to patient's cancer diagnosis, the physician may not want to reprogram and test. No adverse patient effects were reported. The device remains in service.